Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0. D4: model #:  1420/ catalog #:1420/ expiration date: 2023-nov-30/ serial or lot#: (B)(6); UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun. D9: no. H4: mfg date:  2022-nov-01. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) patient's controller displayed an error message indicating a power source disconnection issue with a prompt to 'connect power 2.' Consequently, data transmission to the monitor ceased, leading to an automatic shutdown and restart when attempting to switch power sources. However, neither connection recognized the batteries. Meanwhile, the patient's international normalized ratio (inr) was at an alarming level of 7 without synthesis, prompting the decision to transition the patient to palliative care. With the family's agreement, the vad therapy was discontinued, and unfortunately, the patient passed away due to acute liver failure.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed damage to the outside of a controller pin within power port two (2). Despite the damaged pins, a power source was still able to connect to the controller. Testing revealed that the damage was likely attributed to an incompatible adapter connected to the controller power port. Functional testing then revealed that the controller was unable to communicate with the external batteries, exhibited controller reset events, the controller was unable to communication with the monitor, and the controller triggered a critical battery alarm during bench testing. Additionally, the controller¿s front panel gas gauge light emitter diode (led) indicators did not illuminate while connected to batteries, however, the controller was still able to receive power from power sources and supply power to a motor fixture. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controllers to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit are also connected to the real time clock circuit and caused the date/time stamps to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the controller log files revealed multiple corrupt entries, logged since 05/nov/2023, in which the real time clock (rtc) was reset to the year ending 99. The corrupted data points had a time stamp of 31/feb/2099 at 00:00:00. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file revealed a controller power-up with associated motor start event logged with an incorrect date and time stamp of 31/feb/2099 at 00:00:00, indicating a loss of power to the controller. Review of the event log file also revealed multiple controller reset events logged with an incorrect date and time stamp. Review of the alarm log file revealed thirty-two (32) critical battery alarms with incorrect dates and time stamps logged with a battery relative state of charge (rsoc) value of 101% logged and no serial number ID, or cycle count, indicating that the controller was unable to recognize the batteries. Review of the alarm log file also revealed one hundred and thirty-five (135) low flow alarms were logged with incorrect dates and time stamps. In addition, log file analysis revealed a slight, sustained decrease in power consumption and estimated flows since 03/nov/2023, followed by transient sharp increases in power consumption on 05/nov/2023, and a return to baseline parameters on 05/nov/2023. Review of the alarm log file revealed the last alarm logged was a vad disconnect alarm with an incorrect date and time stamps, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting or removal of the controller from use. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the observed low flow and high power event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation, possible root causes of the observed high power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root case of the inability of the controller to recognize power sources, observed critical battery alarms, real time clock error, and controller resets can be attributed to the damaged diodes and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. The most likely root cause of the observed battery charger ac adapter pin event damage can be attributed to an improper connection. A possible root cause of the observed controller pin damage event can be attributed but not limited to an improper connection between an incompatible adapter and the controller. Per the instructions for use, hepatic dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of hepatic dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 14-dec-2023 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the loss of power was due to a double disconnect of power sources by the patient.

Manufacturer narrative:
Corrected d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.